Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: visual inspection: the complaint device driving cap f/insertion handle was returned to cq west chester for investigation. The tip of the driving cap is broken and was received found inside the radiolucent insertion handle frn ((B)(4)). No other issues were identified with the device. Dimensional inspection: complaint relevant dimensional analysis cannot be performed due to post manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Conclusion: the complaint condition was confirmed for the driving cap f/insertion handle (product code: 03.010.523, lot number: 29p4843). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the following devices were received as blind unit. This report is for one (1) driving cap f/insertion handle. This is report 2 of 4 for complaint (B)(4).